Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the prestataire that the patient was hospitalized on the morning of (B)(6) 2025 due to hyperglycemia unresponsive to corrective insulin doses while wearing the pod. Despite replacing the pod at 7 pm the previous evening (initial blood glucose 190 mg/dl), blood glucose levels remained elevated overnight. By the following morning, blood glucose had risen to 240 mg/dl, prompting another pod change and subsequent hospital admission. The pod was removed at the hospital, and the patient received insulin therapy as treatment. The patient remained hospitalized at the time of reporting.